Event description:
The patient's spouse contacted animas to report the subject pump was prompting an exceeds basal limits warning. The reporter mentioned the patient's typical morning blood glucose readings are in the low 300's mg/dl or high 200's mg/dl; however, on the morning the issue began the patient had an elevated bg of 487 mg/dl. The reporter denied that the patient developed symptoms of nausea, vomiting, or shortness of breath. The patient's spouse confirmed he tested negative for ketones. There was no mention of treatment. At the time of troubleshooting, the pump was reviewed. It was noted that the pump's time was one hour off; however, the date was correct. The reporter confirmed the pump time had not been changed with the time change. Customer support noted basal limit was set to 2.00u/hour. Total daily delivery (tdd) for basal on (B)(6) 2011 was only 1.03. Tdd for (B)(6) 2011 showed 3.3 and for (B)(6) 2011 basal total showed 11.45u. Customer support noted basal program total is set to 32.2. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.